Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break causing the impedances issues.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant this lead had difficulty with helix extension due to torturous patient anatomy. When tested on the pacing system analyzer (psa) the lead had high out of range pacing impedance values greater than 3000 ohms. The lead was explanted, and a new passive fix lead implanted successfully. It was reported that there were no additional adverse patient effects.